Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013: the patient presented with preoperative diagnosis of 1. Status post left-sided l4-l5 decompressive procedure with postoperative latrogenic/traumatic l4-l5 facet/pars fracture. 2. Radiographic evidence of subarticular and foraminal stenosis left l4-l5 3. Severe mechanical axial lumbosacral back pain and left pain in an l4 and l5 distribution secondary to #1 and #2. 4. Failure of conservative measures. The patient underwent the following surgeries: 1. Right-sided separate incision posterior iliac crest bone graft harvesting. 2. Revision decompression left-sided l4-l5 revision left l4-l5 formal transfacet/ transforaminal nerve root decompression of the existing left fourth root and traversing left fifth root. 3. Left-sided axis l4-l5 transforaminal lumbar interbody fusion with an 11x30. Peek structural interbody device filled essentially with crest graft bone as well as allograft cancellous supplementation bone and local decompressive bone. 4. Left-sided l5-s1 transforaminal/transfacet decompression of the existing left fifth and traversing left s1 nerve root. 5. Left sided axis l5-s1 transforaminal lumbar interbody fusion with a 12x30mm peek structural interbody device filled centrally with autogenous bone graft and anteriorly with iliac crest bone graft, local decompressive bone and allograft cancellous supp lementation bone. 6. Right sided l4-l5 right sided l5-s1 hemilaminectomy, medial facetectomy and subarticular decompression of the traversing fifth roots and s1 roots of l4-l5 and l5-s1 levels respectively. 7. Right - sided l4-l5, l5-s1 facet and posterolateral fusi on with iliac crest bone graft, local decompressive bone and allograft cancellous supplementation bone. 8. Posterior spinal segmental instrumentation and fusion l4-l5, l5-s1 with tsrh 3 dx pedicle screw instrumentation. Per op notes: the patient was taken to operating room in the supine position. The attention was turned towards initially on the left at l5-s1 and subsequently on the left at l4-l5 where a box annulotomy was performed on the left at l5-s1. Again, secondarily on the left at l4-l5 and a complete discectomy was performed with both straight and angled odc curettes and radial shavers. After the disc were resected trials were positioned at the l5-s1 level a 12mm height graft and at the l4-5 level an 11mm height graft was left to be of appropriate height. These were 30mm peek structural interbody devices. To complete the construct tsrh 3-d short connectors were attached to the upright pedicle posts and longitudinal connecting rods, which were 5.5mm in diameter. Subdermal tissue was closed with 2-0vicryl inverted interrupted and the skin was closed with 3-0 vicryl in a subcuticular fashion. (B)(6) 2014: the patient presented with preoperative diagnosis of 1. Post-laminectomy syndrome, l4-s1. 2. Pseudarthrosis of transforaminal lumbar interbody fusion (tlif) procedure l4-s1 3. L4 and l5 radiculopathy left leg, secondary to a malposition of pedicle screws on the left and/or possible chronic nerve injury from multiple previous laminectomies. The patient underwent anterior lumbar interbody fusion l4-5 and l5-s1. Per op notes: the patient was consented and bought to the operating room. She was placed on the table in the supine position. General endotracheal anesthesia and appropriate monitoring was placed. The l4-5 level was prepared next with a similar issue there. The endplate was cleared of all sort tissues and cartilage down to compact bone. Trial fitting of the implant, which fit well. Surgeon elected to increase the size by 2 mm, and the final implant was impacted into the disk space. The rehydrated fresh frozen cancellous allograft was soaked in the bone marrow concentrate, and the rhbmp-2/acs was then placed into the cage after decortications of the endplate. A vessel guard was then sutured over the l4-5 disk space. The wound was close. Dressing was applied.